Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that an intraocular lens (iol) was removed and replaced in the same procedure after the doctor noted that the lens was not suitable for the patient¿s anatomy. The lens was replaced with an alcon lens. The incision was enlarged for the explant process. There was no patient injury reported.